Manufacturer narrative:
The reported events were lead dislodgement and unable to extend the helix. As received, a complete lead was returned in one piece. Visual examination found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The reported event of unable to extend the helix was confirmed. The cause of the reported event of unable to extend the helix was due to the helix clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right ventricular (rv) lead became dislodged. Lead repositioning was attempted, however, the helix of the rv lead was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.